Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during locking compression plate-distal femur (lcp-df) removal operation, the head of one locking screw became blunt, so the surgeon tried to remove it according to lcp general catalogue. The extraction screw was first used, but it got broken, so the carbide drill was used instead. The locking screw was successfully removed after drilling with the carbide drill. No broken part remained in the patient. There was a 20-minute delay of the surgery. This report is on the unknown locking screw. This is 1 of 2 reports for (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on an unknown locking screw, part and lot numbers are unknown. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.